Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid (20% mg/ml at 8.003 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that 3 days following the procedure last august the pocket broke loose and the pump moves around in her hip and was flipped over. It occurred when she went to get into bed she heard something pop, it hurt so bad and it was sticking straight out sideways and it was burning and she pushed it down the wrong way. The caller stated that it takes 30-40 minutes to do refills. The healthcare provider (hcp) had such difficulty refilling the pump that he scheduled a revision for (B)(6) 2019 however they had to postpone it until (B)(6) 2020 so the pump was turned down to minimum rate mode. No further complications have been reported as a result of this event.